Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that false positive alinity I stat high sensitive troponin-I results were generated for patient samples. The following data was provided. Sid (B)(6): initial result 113.0 pg/ml, repeat 292.9 pg/ml (unknown if both are false positive). Sid (B)(6): initial result 49.5 pg/ml, repeat 3.0 pg/ml (initial false positive) sid (B)(6): initial result 35.3 pg/ml, repeat on a different alinity 1.2 and 1.3 pg/ml (initial false positive). Sid (B)(6): initial result 15.7 pg/ml, repeat 0.0 pg/ml, repeat on a different alinity 0.2 pg/ml (initial false positive). The customer's elevated risk limits: male 10 pg/ml female 12 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field and within established baselines confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 41384ud00 was identified.